Event description:
A surgeon reports dissatisfaction with pt outcomes. Info provided by the surgeon indicates this pt received a lasek treatment. At 1 month post-op this pt exhibited an overcorrection in the right eye. It is unclear if the surgeon feels this pt is harmed or injured, however, the surgeon has declined to provide any additional info. The safety and effectiveness of lasek surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful verification to specifications.